Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right arm was shaking since implant on (B)(6) 2014. It was stated that the patient has had parkinson's disease for years and on the day prior to date notified they had an electrical surge up to their right arm, which was confirmed to be like when they program them in the office. The patient naps in the morning because they have lost most of the use of both of their arms, their chest feels heavy, and their head moves, with no falls or trauma related to the issue. An appointment with the healthcare provider (hcp) is scheduled for (B)(6). It was noted that the patient was difficult to understand, and that their complaint wasn't against the device but against the people that "set up the generator," with something happening to their right arm at some point. Follow up information received from the hcp reported that the patient first started experiencing the loss of control of both arms, heavy chest, and head moving approximately on (B)(6) 2016. No diagnostics/troubleshooting were done at the time related to the issues as the symptoms resolved the same day as they occurred. The cause of the right arm shaking, loss of control of arms, heavy chest, head moving, and electrical surge on the right arm were not determined. It was stated that the patient woke up from a nap and it was possibly due to the positioning of their arm during sleep. The patient's indication for implant is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is now reportable for serious injury.

Event description:
Follow up information received from the patient reported that they had the feeling that they wished they were dead. It was stated that they felt the electrical surge in their arm during a visit with their healthcare provider (hcp). The patient is unsure of the steps taken to resolve the right arm shaking, loss of control in both arms, electrical surge in the right arm, and head moving. However, they have felt the electrical surge almost every day since date notified when the issue began. It was also noted that the aforementioned symptoms have partially resolved.